Manufacturer narrative:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Based on the information available, device is evaluated at customer by philips fse and identified the root cause of the reported issue is due to defective battery. Device is working fine as per manufacturer's specifications after replacement of defective battery. The investigation concludes that no further action is required at this time.

Event description:
It was reported the device battery does not hold the charge. There was no patient involvement.